Event description:
Caller reported a cgm error 42 had occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through a pump reset, which resolved the issue, allowing the caller to successfully start their sensor session.